Event description:
It was reported that during the tka, the anspach drill would not function when the foot pedal was activated. Due to the issue, abandoned navio and went to manual instruments.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for prior evaluation. Functional inspection of the returned device was performed. The foot pedal was attached to a navio system along with a known good drill and a drill test was run from the admin screen to exercise the drill and pedal. The foot pedal immediately activated the drill as expected. The only time replication of the reported malfunction occurred was when the pedal was intentionally depressed very quickly which activated the anspach's "fast start suppression". Once "fast start suppression" is activated the foot pedal must be fully released and then properly and deliberately depressed to activate the drill. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified one prior similar event. This failure mode will be trended to assess for any necessary corrective actions. The navio tka user's manual released at the time of the complaint provides detailed instructions for use of the anspach foot pedal. This failure is identified in the navio risk assessment. We were unable to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the anspach's "fast start suppression". Once "fast start suppression" is activated the foot pedal must be fully released and then properly and deliberately depressed to activate the drill. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction.